Event description:
The customer received a blood glucose reading of 534mg/dl from his contour meter, re-tested on a different meter and received 160mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged the test strips are to be returned for evaluation. Replacement test strips and new meter were sent to the customer

Manufacturer narrative:
.